Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "when the tubes is in place for analyses in the instruments the tube's stopper was removed and the grey part of the stopper is still stuck on the tube."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "when the tubes is in place for analyses in the instruments the tube's stopper was removed and the grey part of the stopper is still stuck on the tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by stopper pull-out testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.